Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6)2022 since infusion set tubing got detached from site. The patient was shifted to intensive care unit (ICU) as the blood glucose level reached 1200 mg/dl. Due to high blood glucose level patient experienced lack of oxygen, heart attacks and pneumonia (twice while in hospital). During hospitalization, the patient received fluids of saline (unknown), insulin, and heparine intravenously as corrective treatment which resolved the issue. It was also reported that, the patient experienced permanent damage (cardiomyopathy). The patient was released from the hospital on (B)(6)2022. No further information available.